Manufacturer narrative:
Date sent: 02/13/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy with lung resection procedure, the device was fired and did form all the staples. Suture was used to complete the case. There was no adverse consequence to the patient.